Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers wife reported via phone call that the customer were experienced high blood glucose. Blood glucose level at the time of the incident was 517 mg/dl. Customer had received insulin flow block alarm unable to troubleshoot at the time of call. Past event resolved by complete set changed. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of high blood glucose event. Customers last blood glucose reading was 480 mg/dl. The insulin pump will not be returned for analysis.